Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR. Synergy xd mr ous 2.75 x 20mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination of the hypotube found multiple kinks and a break at 23cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 14-feb-2024. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 20mm synergy xd drug eluting stent was advanced into the lesion but failed to cross. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed shaft break.